Event description:
A report was received that the patient had a prolonged revision procedure that lasted for four hours due to high impedances. During the procedure, the physician noted that two leads were bent and had difficulty inserting the leads into the upper port of the ipg. The physician tried to straighten out the lead wire but made it worse. The physician then decided to explant the leads and implant new ones. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.